Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the posterior cuff successfully captured the needle during plunger deployment. However, the link was broken at the swage end of the posterior cuff during the needle plunger retraction, which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. A link break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. The suture was returned intact. There was no indication that the suture was dragged through the device or suture bearing while retracting the needle plunger, which could have contributed to a link break. Every link assembly is appropriately inspected and tested for proper assembly during manufacturing. During testing, the proxy plunger was inserted and retracted successfully without any observable resistance. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the link break at the swage end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. Review of the device lot history record did not reveal nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.